Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a change in passing thresholds depending on the position of the patient. An x-ray was performed and it was determined that the rv lead exhibited tension when the patient was in a seated position. It was believed that this lead dislodged. Subsequently, the patient underwent a revision procedure and this product was successfully repositioned. No further complications were reported.